Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit does not alarm, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating out of box failure, that there is no breath alarm will not activate, unit goes into an auto pulse mode without activation.

Manufacturer narrative:
This follow up is being filed with additional/updated information to correct the original follow up record. The underlying cause for the unit not alarming was due to an issue with the pc board. The pc board was replaced correcting the issue.

Event description:
Dealer is stating out of box failure, that there is no breath alarm will not activate, unit goes into an auto pulse mode without activation.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, that there is no breath alarm will not activate, unit goes into an auto pulse mode without activation.